Manufacturer narrative:
The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device serial and or lot number. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced infection at ipg site. Reportedly, patient was treated with three rounds of antibiotics, but the wound continued to drain. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.